Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had a storages spaces failed on station, with error 'device not detected on bus'. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple stations all hardware was failed. A technical support specialist applied the knowledge article ¿medstation es - drawer failure after reboot - cabinet controller does not initialize/ not detected on bus¿. According to the ka, the root cause was unknown, but the failure was linked to the drawer nic card connecting under the public network profile instead of the private network profile. A hotfix had deployed to all medstations, and the problem was resolved in es version 1.8+. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had a storages spaces failed on station, with error 'device not detected on bus'. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.